Event description:
One site reported when entering results as text in copath sysem 2.0 that text was missing or not fully displayed in flexilab cpiq and/or cpif functions. The use of double quotation marks when entering results as text in copath may result in any text subsequent to the double quotes being missing or not fully displayed in cpiq and/or cpif. No pt harm related to the issue was reported by the site. Anatomic pathology module of flexilab laboratory info system.